Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was noted to be inaccurate. No troubleshooting was performed as the event was in the past and the customer was not experiencing the issue at the time of the call. There was no impact to the customer's blood glucose level. It was indicate that the customer would continue to use the pump until the replacement pump was received.